Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope image disappears when applying deep tension with a curved tip. The issue was observed during a therapeutic procedure. The procedure was completed with a similar device and there were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to damage on the ccd (charged coupled device) unit the image disappears during angulation in the right/left directions, due to damage on the ccd unit an e216 (scope communication error) occurred, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the adhesive on the bending section cover rubber had a chip, the light guide cover glass had a scratch, and the venting connector of the light guide connector was deformed. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Confirm that the endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.